Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
The ilet bionic pancreas became unresponsive to touch input and remained stuck on the wake screen. The user attempted multiple interventions, including cleaning the screen, engaging third-party interaction, holding the wake button to recalibrate, and restarting the device while connected to a charger. Despite these efforts, the display remained visible but did not register touch, and the wake button did not restore functionality. The patient transitioned to backup therapy during this period. No adverse clinical effects or changes in blood glucose control were reported while the device was non-responsive. The outcome involved a temporary interruption of pump use and reliance on backup therapy until a replacement device could be arranged. Investigation included technical troubleshooting and education provided by phone, covering screen cleaning, forced recalibration, and restart guidance. Findings confirmed that the touchscreen did not respond and the wake button function failed to restore operation. It was concluded that a device malfunction involving the user interface and wake control was suspected. No patient injury was reported.